Event description:
The customer biomedical engineer (biomed) reported that there was a speaker technical fault error where there is no sound from the device. The device was in clinical use at the time the issue was discovered. There was no adverse vent or patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting address state: o reporting institution phone #: (B)(6) reporter phone #: (B)(6).

Manufacturer narrative:
The device was sent to philips authorized repair facility (rft) for bench evaluation. Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. Based on the information available and the testing conducted, the cause of the reported problem was not replicated. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing, but was indicated by the customer that there were no sound when the device was powered on at the time of the event, the device has been replaced per current process. The investigation concludes that no further action is required at this time.